Manufacturer narrative:
Additional information was obtained from the treating physician, who is a board-certified dermatologist. They stated that the medical intervention was being provided to facilitate the patient's healing process. Without the medical intervention the physician stated that the natural healing process would have occurred over time and not result in a permanent sequela. With this additional information, this complaint does not meet the definition of a serious injury (permanent damage to a body structure).

Event description:
During a routine site visit on (B)(6) 2024, accure clinical training staff learned of an incident that had occurred over six months ago. A treatment resulted in significant scarring to a patient for which the doctor has been performing a number of subsequent treatments to try to resolve.

Manufacturer narrative:
Examination by accure engineering led to the conclusion that incorrect settings were used for the treatment. The doctor used a power setting that was 11w higher than what is recommended in the accure laser system user manual for the treatment he was performing. System log analysis by accure engineering led to the observation that skin overtemperature errors, intended to alert a provider when excessive power is being applied, triggered 32 times during the treatment. Each of these errors would have required the doctor to press two buttons on the screen, one acknowledging the error and then the next to continue treating after each instance of the error.